Event description:
Following a tka, it was reported that the pin broke at the thread during removal. The surgeon had used a pin collet to remove the pin as opposed to the recommended chuck. The pin collet was applied on the shaft of the pin which caused it to break at the thread. The pin fragment remains in the pt's tibia, and the surgeon is not planning on removing it.

Manufacturer narrative:
The device was not returned for eval. The instructions for use for this pin recommend using the quick release chuck for insertion and removal. The pin is made of wrought stainless steel. (For surgical inplants).